Manufacturer narrative:
This case, with patient identifier (B)(6) (active meter) is related to case with patient identifier (B)(6) (performa meter). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 34 mg/dl (active meter) and 84 mg/dl (performa meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.